Event description:
It was reported that the there are wires hanging out of the power cord. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The service technician replaced the power cord and returned the unit to service.

Event description:
It was reported that the there are wires hanging out of the power cord. There was no patient involvement and no adverse consequences associated with this event.